Event description:
Boston scientific received information that this right ventricular defibrillation lead caused a latitude red alert to be declared due to a high out of range right ventricular pacing impedance measurement. A follow up visit took place on (B)(6), 2011. The impedances were reviewed, and the physician evaluation was that the system and the therapy provided are within normal limits. The device and lead remain implanted with no programming changes. No adverse patient effects reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.